Event description:
Report received indicated the patient experienced a red, itchy rash with pimples and no drainage. The patient experienced the condition during a period one week prior to complaint receipt. Patient uses adhesive remover, water and skin prep with eakin seals. Patient experience condition previously with competitor device. Treated with medicated powder at that time but did not resolve; switched to convatec product. Treatment for tis occurrence was not noted. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 4/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.